Event description:
Customer reports mother received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Individual tested positive with two unspecified covid-19 antigen tests on (B)(6) 2022. Although requested, customer did not respond to technical supports three attempts to obtain further information. See (B)(4) for first false negative result.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the false negative result. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.